Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer¿s blood glucose level was 49 mg/dl to 50 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose level. Customer was treated with food. Customer reported auto mode was on. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. Customer was not alleging insulin pump was over delivering. Customer stated that ring but bottom of insulin pump snapped and cracked off and had it tapped. Customer stated there was no physical damage to the reservoir lip ring. The insulin pump will not be returned for analysis.